Manufacturer narrative:
Serial number "(B)(4)", refers to the unicel closed tube aliquotter (ucta) on the unicel dxc 860i synchron access clinical system. (B)(4).

Event description:
Customer called to report that the unicel closed tube aliquotter (ucta) on the unicel dxc 860i synchron access clinical system was giving errors on the vertical motor probe and that the left syringe had a salt build-up around the base of its glass barrel. The field service engineer (fse) inspected the instrument on the following day and found that the probe was giving errors due to a sticky y-valve. The fse then placed orders to receive the necessary replacement parts. The next day, the fse returned to replace the left syringe and the y-valve of the right probe. The services performed appear to have resolved the problems as customer did not call back to report further issues. Customer stated that patient results did not vary before and after errors were observed; therefore, no erroneous results were generated and no patient results were comprised because of the instrument issues. Customer did not state harm to instrument operators.